Event description:
Revision surgery occurred for patient with a total knee implant.

Manufacturer narrative:
Revision surgery occurred for patient with a total knee implant. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Revision surgery occurred for patient with a total knee implant. Revision occurred due to persistent pain and tenderness predominantly at the anteromedial tibia. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Additional information: revision surgery occurred for patient with a total knee implant. Revision occurred due to persistent pain and tenderness predominantly at the anteromedial tibia.